Event description:
It was reported that there was no capture at max output on the patients right ventricular (rv) lead. When fluoroscopy was performed it was noted that the rv lead was in the atrium. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).